Event description:
During the biopsy procedure, it was impossible to mount the biopsy forceps in the introducer. The introducer was removed and damage was noted. No damage was noted to the non-abbott biopsy forceps. The device was not exchanged, and the biopsy procedure was not performed. There were no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.